Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2023. After the device was installed onto the endoscope, it was then inserted into the patient along with the endoscope. During the procedure, could not be deployed after attempting to deploy it inside and outside the patient. When attempting to deploy the first band, it was unsuccessful. The endoscope along with the device was removed from the patient. When it was tested outside the patient, the band still could not be deployed. It was found that the suture and the bands were tangled together. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and shows the bands were moved from their position and overlapped.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the returned ligator housing had all the bands attached and some of them overlapped, which are consistent with the findings per media inspection on the provided photo. The ligator housing teeth were damaged, and the suture was broken. The handle had evidence that the trip wire was secured to the handle slot. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the some of the bands in the ligator housing overlapped, the ligator housing teeth were damaged, and the suture was broken, which suggests the inability of the device to deploy the bands. It is possible that these problems might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle. If excessive force is applied to the handle to deploy the bands, this might end up overlapping to each other or deploying in the incorrect order. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, affecting the bands deployment. The suture thread was returned broken, since there is no information about a rupture of the suture, it is possible that the suture was broken at the time of removing the device. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2023. After the device was installed onto the endoscope, it was then inserted into the patient along with the endoscope. During the procedure, could not be deployed after attempting to deploy it inside and outside the patient. When attempting to deploy the first band, it was unsuccessful. The endoscope along with the device was removed from the patient. When it was tested outside the patient, the band still could not be deployed. It was found that the suture and the bands were tangled together. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and shows the bands were moved from their position and overlapped.